Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 12f amulet delivery sheath. A pre-existing pericardial effusion measuring up to 5 mm was noted prior to the procedure, localized around the left and right atrium, with the effusion identified near the left atrial appendage (laa). During the procedure, a transseptal needle set was used to perform a mid/posterior transseptal puncture on a floppy atrial septum aneurysm (asa). Excessive movement of the septum toward the left atrium during puncture resulted in perforation of the left atrium, leading to progression of the pericardial effusion. The effusion was believed by the user to be caused by the transseptal puncture needle and not related to an abbott device. Pericardial drainage was required; however, cardiac tamponade was not concluded by the treating physicians. During the procedure, the patient was in sinus rhythm, had a left atrial pressure of 8 mmhg, an activated clotting time (act) of 278 seconds, and received 7,000 units of heparin. The patient was on oral anticoagulation therapy prior to the procedure, and protamine was administered as a reversal agent. No wire was placed in the left atrial appendage during the procedure. Following stabilization, the patient was transferred to cardiac surgery.